Manufacturer narrative:
The customer did not have her meter or testing supplies with her at the time of the call, so it was not possible to obtain the product info. It's not possible to determine the manufacture date without the meter info.

Event description:
The customer received blood glucose readings of 200 mg/dl+ from her breeze2 meter and a lab test result of 99 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have her meter or testing supplies with her at the time of the call. No product will be returned at this time.